Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop rewind process and insulin squirts out of the pump during manual prime. The customer's blood glucose level was 200mg/dl at the time of incident. During troubleshooting, the customer changed the infusion set and reservoir, but insulin continued to drip after letting go of the act button during prime. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the displacement accuracy test. The insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. During the occlusion test, inserted a water filled reservoir and infusion set into the reservoir compartment. The device recognized the water filled reservoir and infusion set in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. The motor functioned properly during testing. No bolus anomaly or basal anomaly noted during testing. No delivery anomaly, prime/seating anomaly or drive/motor anomaly noted. Unit was programmed and monitored for 6 days. No unexpected insulin pump error noted. The motor was tested outsite of the unit and passed. Device had a pillowing keypad overlay.